Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not returned. No conclusion can be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic total laparoscopic hysterectomy procedure the first ultrasonic surgical device was not functioning properly and was removed. The tip of the device broke outside of the patient. The second and third ultrasonic surgical device tips broke inside the patient. Both tips were successfully retrieved. A probe check was performed each time and passed. The procedure was prolonged for less than thirty minutes and was completed using scissors with a monopolar cord. There were no reports of patient harm. This report is 1 of 3.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deformation appears to have led to the component failure. Olympus will continue to monitor field performance for this device.